Event description:
It was reported that the lead integrity alert (lia) was triggered due to the sensing integrity counter (sic) and non-sustained tachycardia with noise. It was also reported that the atrial lead is not capturing in the atrium and is being sensed in the ventricle. When the system was interrogated in the office, impedance jumped to over 3,000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was found to be fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.